Manufacturer narrative:
Product ID 3889-28, lot# , implanted: (B)(6) 2015, explanted: b)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient does not know why her ins poked out of her skin but both device have always been poking out of the skin since implant. The patient mentioned that her first ins "extremely" poked out of her spine, "like 3/4 of an inch". She has an appointment to see a physician in (B)(6) but has not yet seen/met him. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Explant date is approximate, concomitant medical products: product ID: 3889-28, lot# va0yybd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, - explant date is approximate, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's whole system was removed and replaced in (B)(6) 2016, because the wire was poking out of her back. - this information contradicts previously reported information. - no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's ins was poking out of her back. The ins was replaced. No further complications were reported.